Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm due to blank display.

Event description:
It was reported that the insulin pump had low battery alert less than one week. Customer's blood glucose level was 130 mg/dl. The device will return for analysis.